Event description:
Trinity revision of the ecima liner after approximately 4 years and 3 months due to posterior dislocation.

Manufacturer narrative:
(B)(4) initial report. Additional information including operative notes (primary and revision), patient activity level, what the patient was doing at the time of the dislocation, whether the patient follow correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case-(B)(4) final report . Additional information including: operative notes (primary and revision), patient activity level, what the patient was doing at the time of the dislocation, whether the patient follow correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision were requested in order to progress with the investigation of this event, but were not provided. The appropriate device details have been provided and the relevant device manufacturing records were identified and reviewed. Both devices were manufactured in february 2019, and conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted. The root cause has not been determined. This case is now considered closed. If additional information is provided, this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.